Manufacturer narrative:
This report is for an unknown screws: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for, and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: this report is being filed after the review of the following journal article, 'behrendt, p. Et al. (2017), fixed-angle carbon fiber-reinforced polymer composite plate for treatment of distal radius fractures pilot study on clinical applications, der unfallchirurg, vol. 120, pages 139-146 ((B)(4)). The goal in this pilot study was to compare the surgical feasibility and clinical results obtained using fiber-reinforced peek plates to conventional titanium plates based on the former's material-science advantages. There were 26 patients with displaced fractures of the distal radius who were divided into 2 groups. 14 patients were treated with the peek plate system (2.7 mm distal radius plate;(B)(6)), and 12 patients were treated with a fixed-angle titanium plate osteosynthesis (2.4 mm lcp distal radius plate; depuy synthes, (B)(4)). There were 79 females and 21 males for the titanium plate group.patients with the conventional titanium plate in this study only underwent follow-up after 6 weeks. The following complications were reported as follows: screw heads were damaged twice during fixation during the operations, making it necessary to remove the screws. This report is for an unknown synthes titanium plate osteosynthesis (2.4 mm lcp distal radius plate; depuy synthes, (B)(4)). A copy of the literature article is being submitted with this medwatch. This is report 1 of 2 for (B)(4).